Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one el5ml device was received in good visual condition with a clip in the jaws; the clip was removed in order to perform functional testing. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed five conforming clips. Upon inspection, the tip of the advancer was noted to be bent. Finally the instrument locked out as intended. No misfiring or sticking issues were noted during the analysis. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant event description device "began to misfire and became stuck in jaws?" Did device "jam" because clips stuck in jaws? Did another issue occur with device or clips besides jamming? Response: it appeared that the clips were not forming correctly and eventually got stuck in the jaws.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used the device and the first few clips applied normally but then they began to misfire and became stuck in the jaws. There were no patient consequences. Case completed with another device of the same product code.